Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure a intellatip mifi oi temperature ablation catheter was selected for use. There were symptoms of water leakage due to torn irrigated part of the product. An exchange of the device resolved the issue. The procedure was completed without any patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure a intellatip mifi oi temperature ablation catheter was selected for use. There were symptoms of water leakage due to torn irrigated part of the product. An exchange of the device resolved the issue. The procedure was completed without any patient complications reported.

Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported complaint was confirmed.